Event description:
It was reported that the device was explanted and replaced due to high, out of range, high voltage lead impedance. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported high hv lead impedance was confirmed in the laboratory and was due to a broken case wire.